Manufacturer narrative:
DHR review - manufacturing location: (B)(4). Manufacturing date: 30 october 2013. Expiry date: 01 october 2023. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). (B)(4). The explanted devices were discarded and will not be returned. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery to remove the following devices: one (1) mulit-lock humeral nail, three (3) multi-lock screws (48mm, 34mm, 52mm), one (1) 4.0 locking screw (size 36mm) and an endcap. The patient's bone reportedly failed, specifically, the bone surrounding the construct collapsed. The initial implants were successfully removed, and a depuy reverse shoulder was implanted. This is report 2 of 6 for (B)(4).